Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article. High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty the bone and joint journal bone joint j 2018;100-b:720¿4. This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was presented with fibrous non-union and proceeded with revision of tha which also revealed corrosion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The bone and joint journal bone joint (B)(4).

Event description:
It was reported that patient was revised due to fibrous non-union. During the procedure the joint was found to have developed adverse reaction to metal debris (armd) which was confirmed by intraoperative pathology samples. These samples revealed necrotic granulomatous and trunnionosis that was identified by visible thick black debris on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.